Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for post implant follow up, post-paced t-wave oversensing on the ventricular channel was observed. The device was reprogrammed remains implanted.